Event description:
A surgeon reported that it was not possible to insert the "cutter" into the trocar cannula after the trocar cannula had been inserted in the pt's eye during a procedure. There was no pt harm reported. Add'l info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).